Manufacturer narrative:
Patient weight is unknown. Additional product codes: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a revision surgery on open reduction internal fixation (orif) on right femur periprosthetic fracture due to nonunion/delayed healing and possible broken plate on (B)(6) 2018. During the procedure, the 16-hole 4.5 variable angle locking compression plate (va-lcp) curved condylar plate on the lateral side was confirmed for removal. On the medial side was a 4.5 narrow locking compression plate around 12-holes long. Surgeon removed all hardware and replaced the lateral side with a new 4.5 va-lcp curved condylar plate and an anterior broad 4.5 lcp plate. The procedure was completed successfully; the patient outcome was not reported. Concomitant devices reported: 4.5 narrow locking compression plate (part 214.621, lot unknown, quantity 1); screws (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).